Event description:
It was reported that, "tibial trial cracked."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer and the catalog number and lot code was not provided. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.